Event description:
Rental company reported that the ventilator stopped cycling while in use on a patient. The device did alarm appropriately. There was no report of any patient injury or change in therapy.